Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer stated did not hear any audible continuous glucose monitor (cgm) alerts. Reportedly, the customer received a low bg and low insulin alert occuring at 20 units yet unable to hear the alerts. The customer reported that the pump was not as loud as the previous pump. The customer's blood glucose (bg) level was 48 mg/dl. The customer consumed a soda and juice to treat low bg level. The customer reported would continue to use the pump until replacement arrived.